Event description:
The event reported occurred in (B)(6) with a tornier device which is also USA distributed. It is reported that the aequalis fracture humeral stem device component package is mislabeled as intended for "cementless" implantation instead of "for cemented use only" as required by the device configuration. Device of the initial report was not clinically used. Internal investigation confirms that the mislabeling is present with product distributed within the USA. The instructions for use, surgical technique and other device documentation is correct. The erroneous text is restricted to the component box labeling. Affected USA device catalog numbers are: dwb171, dwb172, dwb173. (B)(4).